Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2013, the customer reported that this right ventricular (rv) lead was exhibiting high pacing threshold. The lead was capped. A new rv lead was implanted. No additional adverse patient effects were reported. On (B)(6) 2013, the customer updated their report stating they received information that this lead exhibited high pacing thresholds. The lead was usually abandoned and a new rv lead was implanted. No adverse patient effects were reported. The lead was actively implanted for approximately 11 years, 2 months.